Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: when did the needle detach/pull off from the suture (in the package, during removal from package, during handling prior to use on patient or during use on the patient)?please explain. Received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified.

Event description:
It was reported that a patient underwent a excision of pterygium procedure on (B)(6) 2025 and suture was used. The problem of pulling off suture needle happened in surgery. Changed to another one to continue the surgery, the same problem happened. Changed to another one to complete the surgery. There were no adverse patient consequences. The 2 actual samples were discarded. The surgeon refused to use the remaining 10 sterile products from the same lot. No additional information could be provided.